Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she had been lying down and was walking for 3 minutes leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer stated that she called a nurse line and was advised to go to the emergency room to see what to do until the replacement device arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent act button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube window and cracked reservoir tube.